Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that some of their surveillance stations went into local mode for 30 minutes after a power surge. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to resolve the issue. The tc confirmed the reported issue and offered to send onsite support to resolve the issue. The customer later cancelled onsite support and informed us that the issue had been resolved. A power surge at the hospital shut down a number of the customers central stations. The customer resolved the issue by realigning and reconnecting the centrals that were affected. The device remains onsite and in use.